Event description:
As reported, the patient underwent a bilateral breast augmentation with implants and a breast lift (prior to implant of galaflex). As reported, the lift was not successful, and in mar 2021, the patient underwent another breast lift procedure with implant of the galaflex scaffold bilaterally to reinforce the implants for a better result. It was reported that the patient had a lump in right breast before the surgery and underwent diagnostic tests. As reported, the radiologist reported she could not visualize all the tissue with the mammogram, so the doctor ordered 2 ultrasounds proceeding to ensure no changes were seen. As reported, the doctor felt since she could not visualize all the tissue an MRI would be the better diagnostic test. Patient underwent an MRI and that confirmed there were no changes within the tissue on either right or left breast. Radiologist alleged the galaflex appeared to be ¿folded¿ in the right breast. Patient was advised to follow up with her surgeon if she experienced any issues which she has not. Patient expressed frustration that she had to have an MRI performed which is very expensive to ensure she had no breast tissue changes.

Manufacturer narrative:
Based on the available information, no conclusion can be made. It is not known if the additional imaging, MRI or otherwise was required because the breast implants in place or areas where galaflex was used to support the region. As additional imaging was required, we consider this required medical intervention. Regarding the alleged ¿folded mesh¿, this was an incidental finding of the imaging, patient is not experiencing any problem associated with this finding. No lot number has been provided therefore, a review of the manufacturing records is not possible. Note, the date of event and date of implant is estimated based on the information provided.